Manufacturer narrative:
(B)(6).

Event description:
It was reported that during previous cross-connection surgery, when performing the surgical technique the doctor was fitting the screw but he chose not to use the male, the screw was not used and never broken. When the surgeon opened the second screw, the tip broke inside the patient's knee. The tip was not removed. The surgery was successfully completed with a backup and no delay or patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h2, h3, h6. One 72201782 9x30mm biosure ha screw used for treatment, was not returned for evaluation. Due to unavailability, the allegation evaluation was limited. If further information becomes available, the complaint may be revisited. Instruction for use contains precautionary statements and recommendations for proper use of product. Factors that could affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Influences that might compromise product performance or integrity include: 1. Site prep with alternate type or recommended size instruments. 2. Use of damaged or other than recommended prep instrument size and/or types. 3. Taper or larger head to body design not accounted for. 4. Entanglement with guide wire or other instrument causing tears and fracture. 5. Unexpected bone density/condition. 6. Use of excess torque or force. 7. Stripping or over-torque. Per instructions for use: ¿the starter must be utilized with the biorci screws to minimize screw breakage during insertion. Prior to use inspect the tip of the driver. If tip flaring is apparent do not use the driver. Excessive force should not be placed on the delivery instrument. In cases where hard bone is encountered, it is recommended that a tap 1 mm larger than the screw size be used.¿ complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate any failure that supported the allegation. Product met specifications upon release to distribution. Complaint history review found no other report for this lot.